Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump had error code 243.4070 repeatedly. The hospital biomed tried replacing new air in line assembly which still did not resolve the error. There was no patient involvement.